Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: supplier - (B)(4), packaged by: (B)(4), manufacturing date: 30-nov-2015, part #: 03.632.002, lot#: 9824246 (non-sterile) - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screwdrivers in the matrix spine set do not retain the locking cap. After inspection, it was identified that multiple screwdrivers in the set show significant damage and wear to the tips. There was no patient involvement in this event. There is no additional information. This complaint involves four (4) devices. This report is 3 of 3 for (B)(4).